Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after 1 year of support on the lvad, there was a concern for thrombus in the device due to the patient presenting with high lactate dehydrogenase (ldh). The patient had reportedly suffered a myocardial infarction (mi) after the first pump was exchanged (reference manufacturer's report #2916596-2012-00187 for the pump exchange event). The patient received a heart from a donor and was transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.